Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage of saline solution was found at connection part of lor syringe and epidural needle. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. However, the DHR review performed on the lor syringe yielded relevant findings. Non conformances were created as a result of customer complaints for lor syringe leaks and a broken lor syringe for lot # 71p16j0395. The customer reported a leak was found between the connections of the lor syringe to the epidural needle. The customer returned one epidural needle and one glass lor syringe (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical with no observed defects or anomalies. Visual examination of the returned syringe revealed that the syringe appears typical. However, microscopic examination of the syringe revealed the tip appears to have a deformity. Some of silver finish on the tip also appears to be missing (reference files (B)(4)). No other defects or anomalies were observed. A manual leak test was performed using the returned syringe and returned needle. Water was aspirated into the syringe and the syringe was inverted to. Other remarks: remove any air from the barrel. The tip of the syringe was then connected to the needle's luer end. The tip of the needle was sealed so that no water could escape. Using hand pressure, water could be seen leaking at the connection of the syringe and needle. The test was repeated using a lab inventory needle and the returned syringe. Water could be seen once again leaking at the connection of the syringe and needle. The test was once again repeated using a lab inventory syringe and the returned needle. No leaks were detected coming from the connection of the syringe and needle. This indicates there is an issue with the returned syringe. The reported complaint of a leak between the connection of the lor syringe and epidural needle was confirmed based on the sample received. A deformity on the lor syringe tip would not allow a seal between the syringe and needle causing a leak at the connection. The lor syringe is a purchased part. Therefore, based on the observed leak, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that leakage of saline solution was found at connection part of lor syringe and epidural needle. There was no patient injury.